Manufacturer narrative:
(B)(4). Visual examination of the returned product identified a crack in packaging blister along lip and blister wall which compromises sterile barrier. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history found no additional related issues for this/these item and the reported part and lot combination. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the packaging of the implant was damaged therefore it couldn't be used. No patient harm or further outcome. Attempts have been made and no further information has been provided.